Manufacturer narrative:
Device labeling, available in print and online, states fall prevention tips. The following safety tips should be used to help prevent a patient falling or slipping while using the activ.a.c. Therapy unit: knowing your surroundings and avoid possible tripping hazards, such as throw rugs, extension cords, and uneven floors. Position the activ.a.c. Therapy unit electrical cord so that it is not a tripping hazard. When not using the electrical cord (therapy is off or in battery mode) make sure the electrical cord is unplugged and put away. Safely store excess electrical cord and any extra tubing and secure with the tubing storage straps it to prevent tripping. Be cautious of door knobs and other household objects that could catch on exposed tubing. Be careful when getting into and out of bed. When practical, have a caregiver or a capable family member present to provide assistance.

Event description:
On (B)(6) 2011, the following was reported to kci by the nurse: on (B)(6) 2011, the patient had a lower right leg wound and v.a.c. Therapy was in place. The patient attempted to ambulate to get the paper when she became entangled in the tubing and fell. The patient went to the emergency room with a laceration to the right eye, bruising on the right side of the face, and skin abrasion to the right knee. The patient received 6 stitches to the right eye laceration. Additional information received from the clinical team leader of the home health agency on (B)(4) 2011, the nurse reported that the nurses are now making sure that the tubing is not in the way of the patient's walking path, the tubing is taped to the leg and the excess is placed in the carrying case per manufacturer's labeling.